Event description:
It was reported to philips that the azurion device would not produce x-rays for fluoroscopy. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not possible. Upon inspection, fse confirmed the issue with the wired footswitch cable. Fse replaced the footswitch cable. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.